Event description:
It was reported that during the implant procedure, when connecting the atrial lead, the screw came out and the doctor was unable to re-insert the screw. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).